Event description:
It was reported that during a da vinci assisted gynecology surgical procedure, while the surgeon was ready to close the vaginal cuff, the surgeon noted some bleeding (unspecified vessel). The surgeon stated that there were no errors or messages on the screen and the surgeon was not able to control arm 2 that had the fenestrated bipolar forceps installed. The customer tried removing the instrument and reinserting the instrument; however, the issue persisted. As a result, the surgeon stopped the bleeding by using a vessel sealer instrument in arm 4. The customer ultimately regained control of the arm by removing instrument by undocking/docking arm 2 to cannula and reinserting the instrument. Customer stated that the procedure was completed with no further issue. On (B)(6) 2020, the field service engineer (fse) followed up with the surgeon and obtained the following information: the surgeon stated that the case was a 3-arm case with arm 1 draped but not in use. After further discussion, the surgeon stated: "I¿m the issue, it was an unintentional press of the arm swap button that was resolved. The surgeon reported that there wasn¿t a problem from a system perspective on cases completed since. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained additional information from the site¿s robotics coordinator: it was confirmed that hat the only information he had was that the estimated blood loss was minimal and there was no medical intervention was rendered.

Manufacturer narrative:
The reported issue was addressed with phone support. A field service engineer (fse) spoke with the surgeon. The surgeon stated that the case was a 3-arm case with arm 1 draped but not in use. After further discussion, the surgeon stated: "I¿m the issue, it was an unintentional press of the arm swap button that was resolved." There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. Intuitive surgical, inc. (Isi) reviewed the site¿s system logs. No related system errors were found to have occurred during the surgical procedure. The instrument logs indicated that all the instruments used during the procedures performed on that day were used in subsequent procedures, except for the vessel sealer (vs) instrument. The vs instrument is a single use instrument and a site review confirmed there are no complaints against the instrument. This complaint is reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon was ready to close the vaginal cuff, the surgeon noted some bleeding (unspecified vessel). The surgeon stopped the bleeding by using a vessel sealer instrument. The surgeon described the injury as ¿blood loss¿.